Event description:
Rn called tech services to report a patient received inappropriate atp (adenosine triphosphate) due to atrial lead noise. The patient has two biotronik leads, and the clinic has been monitoring atrial lead noise for some time. A tachy episode stored where presence of atrial lead noise caused the rhythm to be diagnosed as vt. Tech services and rn discussed changing svt (supraventricular tachycardia) discrimination from dual chamber to v only. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).